Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the er320 from a vdc10 kit broke the procedure. Another device was used to complete the case. There was no consequence to the pt.